Manufacturer narrative:
Urgent field safety notice (B)(4) was provided to the customer. The customer has configured the calibration interval to every 24 hours for daily calibration.

Event description:
The customer reported that they did not receive an advia centaur cp cortisol urgent field safety notice (B)(4) that was distributed to customers in march 2012. The customer had received a new reagent lot of cortisol with a note card that referred to the urgent field safety notice and affected reagent lots. There was no report of adverse health consequences.